Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. As 12 years or more has passed since the manufacture date of the device, omsc surmised that the reported phenomenon was occurred due to aging degradation or other.

Event description:
Olympus medical systems corp. (Omsc) was informed that the ac power inlet of the device was burnt. Olympus inspected the device at the service department of olympus and found that the aperture blade of the device did not work properly. Other detailed information was not provided. There was no report of patient injury associated with the event.